Event description:
The user reported that the roller clamp would not stop the flow of fluid. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no exception documents. The eval is in process. A f/u report will be submitted when the eval has been completed.